Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had their device explanted because it was not working for them. Patient further explained that the problem was that it was working its way out of their body on its own; further stated their body was rejecting it. Patient further explained that the incision opened up and the device was coming out. Patient noted reason for their call was that they still had patient programmer and wanted to know if they should turn the programmer in at the health care provider's office (hcp). It was reviewed patient could donate it to hcp office of medtronic. Patient said they would take it the hcp's office to see if they wanted it. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the only thing that their hcp said was that, possibly, their body was rejecting the device. It did drain through the incision for three or four months, initially.